Manufacturer narrative:
Patient information: unk. Serial number, expiration date: unk. Unk. The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
Article stated that the surgeon implanted an icl implantable collamer lens into the patient's eye. The lens was explanted due to cataract development. Patient underwent cataract surgery and iol implantation. Attempts at obtaining additional information have not been successful.